Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 250 mg/dl while wearing the pod between 24 and 36 hours on the back. Despite insulin boluses via omnipod and manual injection, bg levels did not come down. Subsequently, patient sought care from a medical facility and received a diagnosis of diabetic ketoacidosis. Patient was admitted for a period of 3 days and treated with insulin via insulin drip, anti-nausea medication, and pain medication.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. Low voltage was measured through the batteries. The exact cause of the related high blood glucose levels could not be conclusively determined.